Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly and that intermittent cartridge change errors occurred during the load sequence of intermittent cartridges. Additionally, it was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.